Event description:
On (B)(6) 2014, the patient underwent treatment of a thoracoabdominal aortic aneurysm extending from the left subclavian artery to the celiac trunk with two conformable gore tag thoracic endoprostheses. It was reported a (B)(4) was implanted just distal to the left subclavian artery, and a (B)(4) was implanted distally with intentional coverage of the celiac trunk. It was reported that prior to the procedure, the celiac trunk was embolized. The same day, the patient developed paraparesis reportedly due to the length of aortic coverage that resulted in an inadequate blood supply to several intercostal and lumbar arteries that were obstructed during the procedure. It was reported that cerebrospinal fluid drainage was performed, corticosteroids were given, and heparin was administered intraoperatively and postoperatively, but the patient remains paraparetic. No further adverse events were reported.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.results of the imaging evaluation.additional device implanted and involved in this event: tge343415/12031600.(B)(4).